Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. It was stated that the customer was put on an insulin drip at the hospital. Once the customer's blood glucose levels stabilized, the customer was put back on the insulin pump and the blood glucose levels became erratic again. Because of this the customer's doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.